Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The patient samples were returned for investigation. The differences generated between both methods most likely relate to methodological differences. The differences of the values generated with the different analyzers can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module with an unknown serial number and a cobas 8000 e801 serial number (B)(4). The customer's result on the unknown serial number was 2.11 pg/ml . The cebtaur result was 2.50 pg/ml. The sample was provided for investigation where it was tested with serial number (B)(4)on (B)(6) 2021 and the result was 1.95 pg/ml. The customer reported the results outside the laboratory. The ft3 iii reagent lot number used by the unknown serial number, by the customer, was asked for but not provided. The ft3 iii reagent lot number used by serial number (B)(4), by the investigation team, was (B)(4). The expiration date was august 2021.